Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please provide more event details? On the last firing of a lap sleeve gastrectomy, the remaining butressing material was cut perpendicular to the cut line. The surgeon could not explain how this happened. The gastric tissue was already stapled and cut safely. There were no staples deployed according to the rn. There were no adverse events as this was the last firing. Did the device partially fire (start to deploy staples and cut but could not be completed)? The rn stated that the device started to fire, then cut prematurely. Or did the stapler cut, but not staple? Yes. If staples were deployed what was the appearance of the staples? (B-formation, irregular, legs straight)? No staples deployed.

Event description:
It was reported that during a sleeve gastrectomy, on the last firing, prematurely cut tissue and peristrip buttressing before complete stapling. It was not reported how the procedure was completed. There were no patient consequences reported.